Event description:
It was reported that the core impaction drill overheated during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
The reported event, drill heats up, was duplicated. During functional inspection the manufacturer service technician noted the handpiece overheated. After the functional inspection the handpiece was disassembled and visually inspected. During this visual inspection the service technician observed motor corrosion.

Event description:
It was reported that the core impaction drill overheated during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.